Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the drawer had failed. The field service engineer (fse) reseated the inseparable magnet component within the drawer assembly to address the issue. Following this, the device was tested using the hardware test application. All functions were verified to be operating correctly, and the drawer was successfully restored to working condition. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4 had initially opened with multiple clicking noises and stopped opening altogether. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.